Manufacturer narrative:
Device was returned for evaluation. The recommended introducer/guide sheath size for this device is minimum 5fr. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A complete balloon circumferential tear was identified located approximately 40mm distal of the proximal balloon sleeve. A visual and tactile examination found the shaft of the device to have separated approximately 40mm distal of the balloon circumferential tear. A visual examination found no issues with the markerbands of the device. A visual and tactile examination found no issues or damage to the tip of the device. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The 75% stenosed target lesion was located in the severely tortuous and non-calcified radial arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the catheter tip broke inside the patient's body. The device was completely removed from the patient's body via snaring and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that tip detachment occurred requiring additional intervention. The 75% stenosed target lesion was located in the severely tortuous and non-calcified radial arteriovenous fistula. A 7.0 x 200, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, it was noted that the catheter tip broke inside the patient's body. The device was completely removed from the patient's body via snaring and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.